Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during prime. Customer's blood glucose was 152 mg/dl. The customer stated that they are able to complete rewind sequence. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: unit passed displacement test, basic occlusion test and prime/a33test. However, unit received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit communicated properly with the test mini-link transmitter and tested with glucose sensor simulator. No cosmetic damage noted.